Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Occlusions continued and the customer called back. A systems check was performed with tandem technical support and no issues were identified.